Event description:
Per the affiliate, this patient experienced two episodes of thrombosis at 3 days post implant and 7 days post implant. This was treated with re ptca and additional stent placement and thromblytic therapy. The patient was admitted for elective case. The target lesion was the proximal and mid right coronary artery. The lesion was a de-novo, eccentric and flexion lesion. Aha/acc classification of the vessel was a type b2. The lesion was pre-dilated with a balloon (prestige magna 2.5/20mm) at 16atm for 30 seconds. A cypher stent (2.5/18mm) was implanted at 16atm for 30 seconds. A second cypher stent (2.5/18mm) was implanted proximal to the 1st cypher at 16atm for 30 seconds. The two cypher stents were overlapping each other. Post dilation was conducted with the sds balloon at 20 atm for 30 seconds for the distal stent and 20 atm for 60 seconds for the proximal stent.